Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery was not confirmed. The device was received with normal output and telemetry communication. Electrical and mechanical tests performed indicated normal device functionality. Longevity assessment found the device was operating at elective-replacement voltage (eri), consistent with normal projected longevity.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.